Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was 438 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no broken belt clip rails, however device received with minor scratched case and pillowing keypad overlay. Device passed displacement test, rewind, prime/seating, basic occlusion, and occlusion test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).